Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a battery draining more quickly during operation occurred through troubleshooting of the device. A review of the event history log revealed multiple events of battery error! Error: 1" and a single event of "battery error! Error: 15." A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was determined to be within specification in relation to the reported 'battery draining more quickly' and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an battery was draining more quickly during operation during unspecified process step. There was no patient involvement. No additional information is available.